Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000168, lot/serial #: unknown. The manufacturer representative (rep) went to the site to test the imaging system. There was a collimator initialization error. The rep applied a drop of lubricant on both motor shafts. Released both motors, performed a collimator initialization and tightened back both motors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported pre-operatively that the collimator had an initialization error. It was stated that before the procedure started that the site received a collimator initialization error when turning on the system. Troubleshooting was performed and the system was rebooted twice but the error was still present. The next step was for the manufacturer representative to apply a drop of lubricant on both motor shafts. They released both motors, performed a collimator initialization and tightened back both motors. The probable cause of the reported issue was that the collimator motors were misaligned and there was a lack of lubrication of the motor shaft. There no was no reported delay to the case. No impact on patient outcome.